Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 694765 lead, implanted: (B)(6) 2003; 5076-52 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had noise. The rv lead was explanted and replaced. It was also reported that a different lead was returned to the manufacturer after being removed. The lead subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.